Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen did not pass the touchscreen test and some of the touchscreen did not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test. It was noted that some of the keys on the touchscreen did not respond when pressed. This was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.